Event description:
It was reported that the patient experienced dysphotopsia in the right eye (od) following an intraocular lens (iol) exchange. The patient had a favorable outcome with the monofocal iol in the fellow eye and requested that the right eye iol be exchanged for a monofocal as well. A second lens exchange was subsequently performed approximately two months after the first exchange. Additional information was requested but not received.

Manufacturer narrative:
Although requested, the device was returned for evaluation, and additional information was not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.